Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log file analysis which revealed a low flow alarm on (B)(6) 2017 and a decrease in power consumption starting (B)(6) 2017. Failure analysis of the returned pump revealed that the device met specifications; the device passed visual examination, dimensional verification, and functional testing. Independent pathology report revealed evidence of thrombus within the pump. Of note, the site found a huge clot covering the whole pump and outflow during explant. There is no evidence to suggest that a device malfunction caused or contributed to the related event. The most likely root cause of the "low flow" event can be attributed to an occlusion that may have occurred due to the ingestion/formation of thrombus at the outflow conduit. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include inflow cannula obstruction and outflow graft kink may also result in low flow and are outlined along with potential actions to take. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was stated from the site that the patient was admitted to the hospital on (B)(6) with sharp decrease in pump parameters and shortness of breath (sob). It was stated that log files were sent for concern of pump obstruction. It was further stated that the patient was taken to the operating room that day, (B)(6), and they "found a huge clot covering the whole pump and outflow". It was reported that the patient was recovering well post operative and was still hospitalized. No additional information available.